Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shocking impedance measurement of 125 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The clinician noted that the single coil lead impedance had exhibited high shock impedance measurements around 100 ohms since implant. The remote home monitoring alert for out of range measurements was programmed off by the clinic and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the remote home monitoring system issued an alert for continued high out of range shock impedance measurements. The patient will continue to be monitored remotely. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).